Event description:
The customer observed a falsely elevated magnesium result generated on the alinity c processing module for one sample. The following data was provided: sample 1: initial result ((B)(6)) = 6.3 mg/dl, repeat = 2.3 mg/dl no impact to patient management was reported.

Manufacturer narrative:
Updated section d4- primary UDI number from (B)(6)to (B)(6) the field service representative (fsr) inspected the module, cleaned, replaced, and recalibrated the r2 probe pipettor and replaced the cuvette dryer tip. However, no definitive part was identified as the issue. Return testing was not completed as returns were not available. An instrument service history review revealed no additional service tickets associated with discrepant /erratic results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of the tracking and trending of the alinity system did not identify any trends associated with the complaint issue. A review of the manufacturing documentation was performed and did not identify any issues related to the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the alinity c processing module for serial (B)(6)was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed a falsely elevated magnesium result generated on the alinity c processing module for one sample. The following data was provided: sample 1: initial result ((B)(6)) = 6.3 mg/dl, repeat = 2.3 mg/dl. No impact to patient management was reported.